Event description:
Elastomeric pump (2 ml/hr) was returned once it was found to be leaking. Pump was sent out from pharmacy fine, but after a few hours of delivery and waiting for administration, fluid began to pool in the chemo bag. The nurse noticed and called pharmacy during second shift to notify. Pt (patient) did not receive faulty pump, and the prep was returned to oncology pharmacy for investigation.